Manufacturer narrative:
(B)(6). The device was manufactured february 1 - 4, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor containing 3100mg of fluorouracil in sodium chloride 0.9% leaked from an unspecified location prior to patient use. There was no patient involvement. No additional information is available.